Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a casing condition (case damage w/moisture) issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the battery compartment was found to be damaged. This report is being made due to the bg excursion the patient experienced due to an alleged casing condition issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: the battery compartment is cracked above and below the bumper pad. No moisture/corrosion observed in the battery compartment. The last basal delivery was on (B)(6) 2017. Pump history shows the pump was manually suspended on (B)(6) 2017 12:22; deliveries never resumed. A replace cartridge alarm was recorded on (B)(6) 2017 18:07; deliveries resumed at 18:31. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test verifies leak in battery compartment. Removed pump cover; no evidence of moisture damage was found on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.